Event description:
During the implant procedure, the physician encountered a branch of the anterior jugular. Patient presented to the physician with subcutaneous ecchymosis, neck tightness, and discomfort. Physician prescribed toradol for pain relief.